Event description:
Customer reported an issue with their freestyle navigator continuous monitoring system. The device has been returned and during the course of the investigation a crack was identified near the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and cracks were found on the navigator's transmitter battery door latches in the initial test; however, further investigation is needed. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.